Event description:
In the past 2 years, I have had numerous issues. Fatigue, reoccurring mrsa /staph, skin issues, joint and muscle pain, numbness, headaches, anxiety, depression, insomnia and the list goes on. I have thought to myself many times that this just can't be right. I had just thought it must be part of the aging process, which is weird since I have always been healthy. I just turned (B)(6) y/o and it just doesn't seem right to have so many issues. I have recently learned about breast implant illness. I am in complete shock. I have over half of the symptoms that were listed. Could my breast implants be the cause of all my illness? If so, why was I never warned of the possible danger of implants. I am furious. I have been suffering, not to mention the money from numerous drs that I have seen, because of something that I was never warned about. If breast implant illness is real, shouldn't there be something that needs to be done. There are literally thousands of women that are suffering from similar symptoms that I have, and the common denominator is we all have breast implants. FDA safety report ID# (B)(4).